Event description:
Manifold kit was opened, prepped, and setup per protocol and manufacturer standards. Upon 'zeroing' of transducer, modified square-wave test was performed by covering end of manifold tubing with finger. No change in pressure noted. Transducer was replaced and reconnected to pressure monitoring wire. The pressure transducer began to work. The company will be contacted as this is the second piece out of this lot number that has been replaced.device #1is this a laboratory device or laboratory test?no.